Event description:
A bit of health history first - I had breast cancer in 2015, and my adjuvant therapy included having my ovaries removed in 2016, and I began taking aromatase inhibitors that same year. As a result, I entered menopause at the age of 40. Because of my breast cancer type, I cannot take any menopause treatments that contain estrogen. In 2021, I went to (B)(6), for a femilift procedure in hopes of alleviating the symptoms of menopause I had been suffering from (painful intercourse, random shooting pains in my cervix, always feeling like I had to urinate). When I went for a consultation, the woman at (B)(6) professed a 98% success rate, a painless procedure - it sounded amazing, and I was thrilled that there could be an end to all of these symptoms. (B)(6). I was told I would need a series of three treatments, and they gave me a discount because I was a cancer survivor. The first femilift treatment was absolutely excruciating; it was like no pain I had ever felt before. At this point in my life, I had countless surgeries and painful procedures, none of them compared to this. The clinician seemed surprised that it was so painful, she asked me what it felt like, and I told her, "a thousand knives stabbing me all at once." I powered through because, again, at this point, I had been through so many surgeries and painful procedures that I figured this was just how it was for cancer survivors. Maybe our conditions or the side effects of cancer treatment made that pain level normal. The second and third procedures were no different, I could barely keep my breath, and tears were just pouring out of my eyes. After each procedure, she gave me a giant, heavy-duty pad that may as well have been a diaper - and I needed it. After the 3 treatments, instead of getting better, my symptoms drastically worsened, to the point that my husband and I couldn't have sex at all. My oncologist is at (B)(6) & he referred me to the gynecologic surgeon & pelvic pain specialist in the same office at uacc. I told her about the femilift treatment, how painful it was, and that now my symptoms were much worse. During the exam, she had to use a pediatric speculum, which was still painful, and she could barely open it all the way because the pain was too much. After the exam, I can't remember exactly what she called the condition, but she said it was typical of "those who have experienced trauma". I was stunned, I didn't even associate the word 'trauma' with the femilift treatment at the time; all I could think about was sexual assault, which I had never experienced. So I was wracking my brain on what she was talking about. It wasn't until I got home that it actually hit me; the femilift procedure was the trauma. She recommended pelvic physical therapy, but I had just moved to (B)(6), which is 90 miles away from (B)(6), and there was no way I could travel back & forth to (B)(6) once a week while still working full-time. So basically, I just hoped that it would go away on its own. Two years later, the situation has only gotten worse. I have almost constant bladder pain, & honestly, I feel like my vaginal canal is going to close completely. I'm taking hylogen, which is supposed to help, but I can barely insert the applicator, which is a little bit bigger than the diameter of a #2 pencil, and I bleed each time. (All of this is so graphic, sorry). After doing more research, I began to find articles about the femilift procedure and the side effects women like me are experiencing. Then, I was floored to find out it's not even FDA-approved for the purposes these people are using it for! What makes me especially mad is that these critical reviews and cautionary articles aren't even in the top 10 search results; they don't show up until 3 scrolls down the page. Had a pelvic exam performed by dr. (B)(6). She works in the same office as my oncologist, dr. (B)(6) indicated that the pain and condition of my vaginal canal & cervix were due to trauma.